Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. (B)(4). Investigation summary: level b investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s2; occurrence: a complaint history check was performed and this is the 6th related complaint for needle clog and the 1st related complaint for needle bent pe, npi pe (ridges) and foreign matter pe (rusted) on lot # 8005963. A review of risk management document (B)(4) indicates that the potential risk of this specific reported incident (pen needle, needle clog, needle bent pe, npi pe (ridges) and foreign matter pe (rusted) was captured and addressed. Foreign matter hazard mapped under other listed hazards (contaminated) in applicable file. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that pen ndl 32 g 4 mm 100bx 1200 USA had no insulin flow on 2 occasions during injection. Some pen needles had foreign matter on them. The following information was provided by the initial reporter: material no: 320122, batch no: 8005963. It was reported no insulin flow when taking injection, (2 pen needles affected), needle was bent at patient end prior to injection, (2 pen needles affected, did not use), some of the pen needles were rusted and appeared to have ridges on patient end prior to injection, (did not use). Verbatim: stated, no insulin flow when taking injection, (2 pen needles affected). Stated, needle was bent at patient end prior to injection, (2 pen needles affected, did not use). Stated, some of the pen needles were rusted and appeared to have ridges on patient end prior to injection, (did not use).